Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to report # 2015691-2023-15970 for re-do aortic valve replacement details related to this operation.

Event description:
Through implant patient registry received information a 23mm 11500a aortic valve implanted in pulmonary position was explanted after implant duration of eight (8) months, due to unknown reasons. The explanted device was replaced with another 23mm 11500a valve. Explant was not due to deficiency of the surgical valve. The patient also underwent re-do aortic valve replacement during the procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The cause of the event was most likely due to patient factors/conditions. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 23mm 11500a aortic valve implanted in pulmonary position was explanted after implant duration of eight (8) months, due to bioprosthetic pulmonary endocarditis. The explanted device was replaced with another 23mm 11500a valve. Explant was not due to deficiency of the surgical valve. The patient was transferred to ICU in stable condition. Per medical records, patient has a history of serratia aortic valve endocarditis, etoh abuse, and ivdu, now presented with fatigue, fever and chest pain for the last month. Tee had showed 1.8 cm vegetation on the bioprosthetic aortic valve, prosthetic aortic valve endocarditis and moderate to severe aortic stenosis. Blood cultures two weeks prior were positive for serratia marcescens. Patient was found to have bioprosthetic aortic valve and pulmonic valve endocarditis. Intraoperative inspection of the aortic valve revealed multiple vegetations associated with the leaflets. During excision of the aortic valve purulence was encountered along the noncoronary sinus. Once the valve was excised, there was a clear root abscess involving the area. Inspection of the pulmonic valve demonstrated multiple vegetations associate with the 23mm 11500a valve leaflets. The infected 23mm 11500a aortic valve implanted in pulmonic position was explanted. The abscess cavity was patched with a large piece of bovine pericardium. The explanted aortic valve was replaced with a 21mm 11500a aortic valve. A 23mm 11500a aortic valve was implanted in replacement in pulmonary position. Patient tolerated the procedure well and was transferred to the ICU in stable condition.